Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial (B)(4), implanted: (B)(6) 2013, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8780, (B)(4), ubd: 25-apr-2015, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) and from a consumer regarding a patient who was receiving compounded baclofen (3000 mcg/ml, 988 mcg/day) via intrathecal drug delivery pump for an unknown indication for use. It was reported that the patient was in college, had an episode, and was in the intensive care unit (ICU) in a medically induced coma. The reporter wanted to get the phone number for a rep in florida to give to the patient's managing hcp. The hcp also asked to reach a rep to interrogate the pump at the hospital. The patient had his pump filled on (B)(6) 2018 and that afternoon was feeling really itchy. On (B)(6) 2018 in the, morning he went to the school nurse because he was itchy, agitated and was having hallucinations. They took him to the emergency room and the ICU, and he was so agitated they put him in a coma. The woman who filled the pump did not notice anything wrong, but they wanted to check for pump failure. The patient had been refilled by a third party company and a few hours after the refill, became confused and had an altered level of consciousness. There were no environmental/external/patient factors that may have led or contributed to the issue. The 3rd party nurse saw the patient at the hospital and verified that there was no pocket refill by aspirating medications from the pump. They verified the pump was not stalled. The amount of medications that were expected to be in the pump were accurate. The issue was not resolved, and the patient status was 'alive - with injury.' The patient was having severe confusion and more than usual rigidity. The patient was hospitalized at the time of this report. Surgical intervention did not occur, and it was unknown whether it was planned. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via manufacturer representative. It was reported that surgical intervention was not planned and/or scheduled. A catheter access study was completed and fluid was able to be aspirated. The patient had not recovered completely. The cause of the patient's issue was still unknown. The patient's medication that was refilled by the 3rd party vendor was removed from the pump replaced with the hospital's baclofen. No further complications were reported.